Manufacturer narrative:
Analysis of historical records orthofix srl checked the internal records related to the controls made on the device code 93010 batch (B)(4) before the market release. No anomalies have been found. The original batch, manufactured in 2014, was comprised of 96 devices. All of them have already been distributed to the market. According to orthofix srl historical records, this is the first complaint notified from this specific device lot. Technical evaluation (please also kindly refer to MFR reports number 9680825-2015-00048, 9680825-2015-00059 and 9680825-2015-00061) the returned devices, received on october 28th, 2015 were examined by orthofix srl quality engineering department. The devices were subjected to visual and functional check as per orthofix design and product specification. The visual and functional check did not evidence any anomalies. The results of the technical evaluation evidenced that all the returned devices still perform properly and they could function as intended. The failure occurred might be attributable to an excessive force applied during the pre-closure of the clamps (information provided indicates that a tool was used to perform the pre-closure). Such over-torque can compromise the final closure of the clamps. Medical evaluation (please also kindly refer to MFR reports number 9680825-2015-00048, 9680825-2015-00059 and 9680825-2015-00061) the information made available on the case together with the results of the technical evaluation were sent to our medical evaluator. Please find below an extract of the medical evaluations performed. "We are told that this system was used to treat fractures of the ankle and the pelvis. The clamps were locked initially by the surgeon (no details provided). The clamp bar locking was found to be loose a few days later. The clamps were tightened and the patients came to no harm. The fixation was temporary, and definitive fixation was performed as planned and all is well with the patients. Comment: this clamp has been in use for a long time with many items sold as stated. It is clear, in view of the lack of similar complaints, that the device works as specified in all cases. It is therefore very difficult to understand why one surgeon should find that the clamp locking system fails after a few days. The technical analysis shows that all 4 clamps were undamaged and function normally. I was however surprised to see that there was only one bone screw on each side of the pelvis. In manual gf-1102-opt-e0, it is clear that two screws are required. All the frames show two screws on each side, as has always been the case. As the clamps are normal there must be a technical error in this case. ". Final comments the results of the technical evaluation evidenced that all the returned devices still perform properly and they could function as intended. The failure occurred might be attributable to an excessive force applied during the pre-closure of the clamps (information provided indicates that a tool was used to perform the pre-closure). Such over-torque can compromise the final closure of the clamps. Orthofix srl would like to remind that the instructions for clamps closure are included in the instructions for use leaflet, ref: pq gal, and in the galaxy fixation system operative techniques, ref (B)(4). Orthofix srl continues monitoring the devices on the market.

Event description:
The information initially provided by the local distributor indicated: product code: 93010; batch number: na; quantity: 15 (the total of 15 units were in use by three different patients - the present report refers to one patient - please also refer to MFR reports 9680825-2015-00049 and 9680825-2015-00050 for the additional two patients); hospital name: (B)(6); surgeon name: priv. Doz. Dr.(B)(6); date of surgery: na; body part to which device was applied: pelvis, ankle; surgery description: fracture treatment; patient info: 3 different patients (the present report refers to one patient - please also refer to MFR reports 9680825-2015-00049 and 9680825-2015-00050 for the additional two patients); sex: na; weight: na; height: na; previous health condition: na; problem observed during: into treatment/post-operative; type of problem: device functional problem event description: in 3 different cases a temporary fixation was done by using galaxy fixator. The surgeons tightened and closed the clamps (93010) completely after the frames were built. After some days the frames become instable (loosening of clamp-to-bar and clamp-to-pin connection). The complaint report form also indicated: the device failure did not have any adverse effects to patient; surgery completed with used device; the event did not lead to a clinically relevant increase in the duration of the surgical procedure; an additional surgery was not required; copies of the operative reports are not available; copies of the x-rays images are not available; patient current health condition: patients are fine. The conversion to definitive treatment was performed successfully in all 3 cases. Note and comments: the surgeon is very unhappy with the loosing of the clamps after some days. They ensured that they closed the clamps in all 3 cases precisely and that the frames were stable in the or. The surgeon is afraid that next time this loosing of the clamps will lead to a issue. On (B)(6), 2015, orthofix srl received a revised complaint report form which includes the following information related to one patient together with a copy of the operative report and an x-ray of the case: product code: 93010; batch number: v1359281, v1373090, v1375524, v1376046 (please also refer to MFR reports 9680825-2015-00048, 9680825-2015-00059 and 9680825-2015-00061 for the other three devices involved in the event); quantity: 4; hospital name: (B)(6); surgeon name: dr. (B)(6); date of surgery:(B)(6) 2015; body part to which device was applied: pelvis (supraacetabular fix. Ext.); surgery description: fracture treatment; patient info: (B)(6). Problem observed during: into treatment/post-operative; type of problem: device functional problem. Event description: a temporary fixation was done by using galaxy fixator. The surgeons tightened and closed the clamps (93010) completely after the frames were built. At the end of the operation, the stability was tested. Here the clamps slid on the pins (vertically). The complaint report form also indicates: the device failure did not have any adverse effects to patient; surgery completed with used device; the event did not lead to a clinically relevant increase in the duration of the surgical procedure; an additional surgery was not required; copies of the operative reports are available; copies of the x-rays images are available; patient current health condition: patient is fine. The conversion to definitive treatment was performed successfully. Note and comments: the surgeon is very unhappy with the loosing of the clamps. He ensured that he closed the clamps precisely and that the frame was stable in the or. The surgeon is afraid that next time this loosing of the clamps will lead to an adverse effect on the patient. (B)(4). Please also kindly refer to MFR reports number 9680825-2015-00048, 9680825-2015-00059 and 9680825-2015-00061.